Event description:
It was reported that during a cholecystectomy procedure, after six or seven times clipping, the jaw would not open. The jaw was opened manually. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.